Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform 45 curved-tip instrument was analyzed and found to a broken cable. The wrist cover was removed, the snake wrist cable was broken at the distal end. This failure caused the engagement issue. The complaint was confirmed by failure analysis. Additional observation related to the customer reported complaint: the instrument was found to have failed mechanical engagement based on log review and during in-house testing. The instrument inputs failed to engage with the in-house system's sterile adapter on 3 of 3 attempts, preventing the instrument from entering following. The error logs for the system installs displayed error code 22020, with parameters indicating that the wrist pitch has failed engagement sequence. The msc logs for the reported procedure confirmed quantity 8 engagement failures occurred on correlating installs of this instrument in the field. The parameters of the engagement failures indicate that the instrument failed the engagement sequence on the wrist pitch axis. The instrument was also found to have the wrist cover torn at the distal end. There is no material missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted surgical procedure, the stapler sureform 45 curved-tip instrument moved on its own. Upon removal, it was noted that the instrument was broken, and the system was unable to recognize it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that when the instrument was removed and reinstalled again, the arm did not recognize the instrument. The instrument did not move in the intended direction. The instrument was no exposed to external collision. The customer removed the instrument to resolve the issue; the drape is not available for return. There was no injury to the patient. The instrument was inspected prior to use, and there was no damage or anything out of the ordinary noted. There were no photographic images of the device or a video recording of the procedure available for isi review. The procedure was completed with a third-party instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the sureform stapler instrument returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.